Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure the device was interrogated in the pre-procedure holding area. Upon device interrogation, the device was found to have reached eri status in (B)(6) 2018. Immediately after performing capture testing but before an interrogation report could be generated, the device entered into backup vvi mode. A device image was not downloaded and the interrogation was terminated. The patient did not report any symptoms or change in condition. The pacemaker generator change procedure was performed approximately one hour after the device entered into backup vvi mode. The procedure was completed without difficulty with a new device. The patient did not experience an adverse event. The patient will be discharged from the hospital after satisfying the standard post-procedure observation time.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory and was due to checksum error and the of the error was undermined. The product code was reloaded to restore device normal operation. The device was in eri mode due to normal battery depletion. Based on device settings, a longevity calculation was performed and device has met the projected longevity.

Event description:
New information notes device was at normal battery depletion.